Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate and a low flow irrigation issue occurred. During ablation, a "bubble" alarm was triggered several times while the catheter was properly purged. They were unable to properly irrigate the catheter during ablation. Flow seems low, even in purge. After checking the catheter, it was determined to not be blocked and did not have charcoal even as it began to heat. Fixed the issue after changing the tubing only. No visible problems with the tubing. There was no patient consequence.